Event description:
The rocker bassinet tipped over with a baby in it. Infant was caught and did not fall to the floor. There was no injury to the baby. Two wheels had fallen off the cradle causing it to tip over. Report sent to MFR 6/4/99.